Manufacturer narrative:
Destructive analysis of the pump revealed a stall due to shaft-bearing with corrosion and/or wear and/or lubrication in the gear train. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The pump was returned for analysis. As received, the pump reservoir was empty and was running in the flex dose infusion mode. During testing, the pump was found to be over-infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Miscellaneous overinfusion of undetermined root cause was noted.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000mcg/ml, 383.8mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and cerebral palsy. Other medications the patient was taking at the time of the event included detrol, lamictal, and miralax. The patient's pertinent medical history included allergies to latex and morphine; prematurity; twin-twin transfusion syndrome; spastic quadriplegic cerebral palsy; microcephaly; and seizure disorder. It was reported that the device was replaced on (B)(6) 2016 due to the battery was depleted. There were no reported device allegations at the time of replacement. The event date was noted as (B)(6) 2016. There was no patient injury, no patient symptoms, and the patient recovered without sequela after the device was removed. The device was returned to the manufacturer, and underwent routine analysis.